Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump continues to have issues with the battery draining after receiving a new battery cap. She inserted a new battery and it alarmed battery out limit. She then left the device in a drawer for three days as she didn't have any supplies. Customer left the device on the rewind/prime sequence. Customer stated now the device had drained the battery and it had a blank display. Customer declined troubleshooting at this time as she was advised to try to use a new battery. Customer is not returning the insulin pump for analysis.